Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board, back plane, and interconnect cable. System operates as intended.

Event description:
Customer reported a communication failed error. No pt injury was reported.